Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) became elevated while wearing the pod longer than 48 hours on the abdomen. Prior to elevated reading, patient had experienced "low" bg levels that prompted mother to give juice as treatment. Thereafter, patient's bg rose to 472. Despite mother delivering 7 units of insulin, bg levels rose beyond 500 mg/dl and patient began to vomit and had "kind of collapsed." Subsequently, he was taken to the ski resort's medical clinic and treated with insulin delivery and consumption of water. It should be noted that patient's mother felt the omnipod system was not to blame and will be going to visit health care provider to find out the cause of bg level fluctuations.